Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed an alert for device going into back up vvi mode. The patient presented in clinic feeling dizzy. The device was successfully restored and reprogrammed to its previous settings. The patient left the clinic with no more dizziness.